Event description:
The customer contacted (B)(4) regarding a product complaint associated with the ez breath atomizer on (B)(6) 2013. She reported that a washer fell from the ez breath atomizer into her mouth six months ago during use. "The requiring any medical interventions." The pt is a (B)(6) female with a past medical history that is significant for asthma. She reports that she is allergic to sulfa drugs and is a current smoker. The investigated product is listed among the implicated lots for a nationwide recall initiated by the manufacturer health and life, co., ltd. On may 8, 2013. The class 1 recall (z-1371-2013, z-1372-2013, z-1373-2013) was initiated after (B)(4) became aware of an increasing number of complaints associated with the possibility of a quarter-inch washer becoming dislodged from the ez breath atomizer. The impacted atomizer serial number range are: (B)(4).

Manufacturer narrative:
Preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complaint devices, health & life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on apr-24 and apr-30 2013, respectively.